Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad had a pump stoppage due to the patient allowing the batteries and system controller backup battery to completely deplete. The patient awakened feeling badly. The event occurred a couple of weeks prior to the patient reporting to the implanting center on (B)(6) 2018. No additional information was provided.